Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported boston scientific corporation that an advanix naviflex rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2022. During the procedure, when they attempt to deploy the advanix naviflex rx biliary stent, the guide catheter became broken. The broken inner guide catheter remained within the push catheter, enabling the delivery system to be removed in one piece. The procedure was successfully completed with another advanix naviflex rx biliary stent. There were no patient complications reported as a result of this event.